Event description:
It was reported that in preparation for a liver embolization procedure, "flaky pieces" were observed in the contour se particle vial. The procedure was completed with this device successfully. No pt injuries or complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).